Event description:
Caller reported a malfunction regarding pump, identified by malfunction code 16 and fault ID [0x20e6]. There was no adverse impact to customer's blood glucose level. Technical support arranged for pump replacement and provided instructions for storage mode and return, and the customer planned to use multiple daily injections as a backup therapy.